Event description:
One resolute integrity rapid exchange (rx) drug-eluting stent was implanted in the mid lad. It is reported that the lesion was moderately calcified with tortuosity < 45 and pre-procedure stenosis of 55%. The lesion was not pre-dilated. It is reported that the stent was implanted but that the stent failed to fully expand to its desired diameter. Patient was discharged two days post index procedure. Please not that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Manufacturer narrative:
(B)(4). Evaluation, method: (procedural images were not provided and based on the limited information received the reported event cannot be confirmed). Results: (root cause of the reported event is undetermined), (product IFU recommends pre-dilation of the lesion prior to delivery of the stent across the target lesion), (no device received for evaluations), (incomplete stent apposition). Conclusions: no conclusion can be drawn.